Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.

Event description:
During the carotid stenting procedure, the precise stent was misplaced and could not cover the intended target lesion. The pt's gender and age were unknown. The target lesion was carotid artery (side unknown). There was no info about calcification, vessel tortuosity and the rate of stenosis. The product was properly inspected and prepped and no anomalies were noted. Access site location is unknown. The angioguard xp delivery was successful. It is unknown if the lesion was pre-dilated. The stent delivery system was advanced to the target lesion with no difficulty. When the stent was deployed, it was placed in the wrong position, and did not cover the entire lesion. There was no resistance felt during delivery of the stent. There is not info as to how much of the lesion was left uncovered. It is unknown if the physician verified if both the leading and trailing markers were proximal and distal to the stent prior to deployment. It is unknown if any type of longitudinal force was applied when deploying the stent. There was no thrombus present at the delivery site. Another stent (size unknown) was placed to treat the rest of the uncovered lesion. There was no adverse event and the pt is in stable condition.